Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that restenosis occurred. In (B)(6) 2013, the patient presented with stable angina pectoris. The 99% stenosed, 3mm x 38mm, concentric, type c, diffused longer than 2cm target lesion which contained a bend between 45 and 90 degrees was located in the mildly tortuous and severely calcified mid right coronary artery (rca). Following pre-dilatation, a 3.0×38mm promus element plus stent was deployed at 16 atmospheres. Following post-dilatation, residual stenosis was 0% and timi flow was 3 and the procedure was completed. Two days later, the patient was discharged. In (B)(6) 2016, coronary artery restenosis was noted in the proximal and distal rca. No treatment was performed in response to the event. In (B)(6) 2016, the outcome was light.